Manufacturer narrative:
The product was returned with the membrane completely folded in the t-handle with the stylet wire. No blood was visible on the catheter. The sheath was returned separately with the insertion components. The extender tubing was also returned. One kink was found on the catheter tubing approximately 54.9cm from the iab tip. One kink was found on the stylet wire approximately 53.1cm from the stylet wire tip. The evaluation confirmed the kink in the catheter and the stylet wire. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion upon opening of the iab there was a fold found on the catheter. The customer noted it seemed to be related to the catheter shaft. The iab was replaced. The indication for use was ami (acute myocardial infarction). The patient died because of heart disease after iab therapy, but the death was not attributed to the device by the facility. The date of death was (B)(6) 2018. This submission is for the 1st iab used.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion upon opening of the iab there was a fold found on the catheter. The customer noted it seemed to be related to the catheter shaft. The iab was replaced. The indication for use was ami (acute myocardial infarction). The patient died because of heart disease after iab therapy, but the death was not attributed to the device by the facility. The date of death was (B)(6) 2018. This submission is for the 1st iab used.